Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the 130 deg aiming arm (part # 03.037.013, lot # 9474728), buttress/compression nut (part # 03.037.016, lot # 3l96996) and blade/screw guide sleeve (part # 03.037.017, lot # 4l85707) were received at us cq. The devices were received with the buttress nut assembled onto the guide sleeve but disassembled from the aiming arm. There appears to be no issues with the aiming arm. The buttress nut appears to be in good condition, there is only one nick on its distal end. This should not impact functionality. The guide sleeve also appears to be in good condition except for one thread-form that appears to be deformed, this defect also should not impact functionality. Functional test: the devices can be assembled with one another however they were not able to fully mate due to a locking device for tfna aiming arm not being returned. This device can be sold separately so it will not be treated as a missing component of the aiming arm. The buttress nut successfully secures onto the threads of the sleeve and can rotate up and down as designed. The buttress nut was able to rotate past the deformed thread forms with no issue. Inserting the buttress nut/sleeve assembly into the aiming arm, there was no issue as the devices slid into the aiming arm smoothly. The three components can be assembled together. The complaint is not confirmed as the returned devices show no device interaction issue. The missing locking device is an independent device and is required to fully mate the buttress nut onto the aiming arm. The complaint cannot be replicated with the returned device(s). The devices can be assembled. The buttress nut cannot be fully secured onto the aiming arm due to the missing locking device. Dimensional inspection: dimensional inspection was not performed as the devices were able to successfully assemble with one another, and there was no other damage besides light cosmetic damage document/specification review: drawing(s) reviewed: (current & manufactured revisions) manufacturing record evaluation: the received buttress/compression nut (part # 03.037.016, lot # 3l96996) was manufactured at the haegendorf site on 08-jul-2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was not confirmed for the received buttress/compression nut (part # 03.037.016, lot # 3l96996) as the returned devices were all able to assemble with one another. Although there was a damaged thread-form on the guide sleeve, the buttress nut was still able to mate and rotate about the sleeve¿s threads. The buttress nut had a single nick on its distal end, this may have been caused by unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.037.016, lot: 3l96996, manufacturing site: haegendorf, release to warehouse date: 08. July 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the buttress compression nut crossed threads upon used with the blade/screw guide sleeve and the blade screw guide sleeve did not slide easily into the aiming arm. Per additional information ((B)(6) 2019) this occurred during a routine inspection, no patient was involved. This complaint involves one (1) buttress/compression nut. This is report 1 of 3 for report (B)(4).